Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2022. Post procedure on (B)(6) 2022, the internal bolster detached inside patient. The detached portion was not retrieved. A new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi-t percutaneous replacement gastrostomy tube was returned. Visual analysis of the device revealed that the internal bolster detached from the tube and was not returned for analysis. Microscope inspection revealed there was evidence of correct attachment of the bolster before the detachment. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to the technique applied by the customer during the placement of the device . In addition, it is possible that user manipulation while preparing the device may have may have affected the bolster. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2022. Post procedure on (B)(6) 2022, the internal bolster detached inside patient. The detached portion was not retrieved. A new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.